Event description:
Partial amounts of the guidewire coating separated inside the vessel during patient procedure. According to facility patient is ok. There was a package wrapper with the wire (lot#22j03) but it was never confirmed if this was indeed the lot number of the damaged wire.